Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous transluminal coronary angioplasty (ptca) procedure. Reportedly, while gently pulling the plunger back, no sutures were present, a cuff miss occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of needle to cuff miss was confirmed. In addition the returned device analysis found one posterior cuff tab detachment and was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.